Manufacturer narrative:
Correction: initial reporter updated to dr. (B)(6).

Manufacturer narrative:
Additional information: device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the navigation system became unresponsive. The system was rebooted and the site continued with the procedure. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.